Event description:
It was reported that the patient presented in-clinic for an initial-implant procedure. During the procedure it was observed that the right-ventricular (rv) lead failed to capture and exhibited high pacing impedance. As a resolution the rv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. There were no patient consequences.